Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked during use. There was no patient involvement. No additional information is available.